Manufacturer narrative:
Corrected data: b5 - the patient had blurry vision as a result of the wrong implanted lens - should have been included in previous MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -9.0/4.5/080 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on on (B)(6) 2023. This resolved the problem. Cause of the event is reported as device. Lens was directly on the anterior lens surface.